Manufacturer narrative:
The wallflex¿ biliary rx stent system was received with the stent partially deployed by 33mm. It was not possible to reconstrain the stent of the device during analysis as the stent was positioned distal to the tip. During analysis the remainder of the stent was deployed and a visual and microscopic examination found no issue with the profile of the stent. The clear outer sheath was kinked 15mm distal to the reconstrainment band and the inner shaft was kinked across its length. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. It was specified that the lesion was tortuous which may have contributed to the complaint incident. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used during a biliary stent implantation procedure performed on (B)(6) 2015 to treat a lesion in the lower bile duct. The patient's anatomy was noted to be tortuous. According to the complainant, cannulation was performed in the bile duct with an olympus jf-260v. A guidewire was inserted and crossed the lesion following observation of the bile duct. The length from the lower hepatic portal region to the papilla was then measured. A wallflex¿ biliary rx stent was inserted via the guidewire and the physician began to deploy the stent. The physician wanted to adjust the position of the stent when it was partially deployed but when the physician attempted to reconstrain the stent onto the delivery system he was unable to do so. The wallflex¿ biliary rx stent was removed from the patient partially deployed. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was used during a biliary stent implantation procedure performed on (B)(6) 2015 to treat a lesion in the lower bile duct. The patient's anatomy was noted to be tortuous. According to the complainant, cannulation was performed in the bile duct with an olympus jf-260v. A guidewire was inserted and crossed the lesion following observation of the bile duct. The length from the lower hepatic portal region to the papilla was then measured. A wallflex¿ biliary rx stent was inserted via the guidewire and the physician began to deploy the stent. The physician wanted to adjust the position of the stent when it was partially deployed but when the physician attempted to reconstrain the stent onto the delivery system he was unable to do so. The wallflex¿ biliary rx stent was removed from the patient partially deployed. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.